Event description:
It was alleged that the infusion device was delivering too low an amount of insulin with a low battery, but delivered properly after changing the battery. The patient experienced elevated blood glucose levels as high as 400 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.